Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, loss of column was observed in steerable guide catheter (sgc) while removing dilator. Air bubbles were also visualized. As a result, the sgc was removed from the anatomy. An attempt was made to prepare second sgc. A crack was observed on the stopcock adapter port after removal of the dilator. The procedure was terminated. The mr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.